Manufacturer narrative:
Root cause: a definitive root cause has not been determined. However, the following possible root causes have been identified: 1) the outside processor did not ensure the scalpel was locked in place before packaging into the poly bag or 2) the scalpel was exposed to force during shipping that caused the handle to unlock and the blade to become exposed. Corrective action: packaging and labeling personnel were notified of the reported issue. Investigation summary: an internal report ((B)(4)) was received indicating a safety scalpel (part d4511a) contained a blade that was loose and not secure inside the scalpel. The customer returned five cases (500 eaches) for evaluation. All five cases were opened and inspected. Of the 500 eaches, one blade was seen protruding from a scalpel handle. The locking mechanism of this scalpel as well as 19 others were checked, and all were found to be functioning correctly. Additionally, all five cases were seen to have a sticker on the box stating they were "released." A review of the device history record showed no discrepancies related to the reported issue. Raw material and finished good inventory found no inventory with loose or exposed blades. The scalpels are supplied to deroyal be s & s surgical. The complaint investigator did not notify the supplier of the reported issue because the investigator determined the exposed blade was not a malfunction or defect of the scalpel. The locking mechanisms of the scalpels were checked and all were found to be functioning correctly. An outside operation packages the scalpels into poly bags, closes the bags with twist ties, and places these bags into individual boxes to be shipped to deroyal. This outside operation was notified of the reported issue as well as personnel at deroyal's manufacturing facility where inspection is performed. Deroyal has sold 83,607 cases or 8,360,700 eaches of the finished good from september 2016 to present. During this same period, a total of six complaints (including this one) were received for this product. This equates to a complaint-to-sales ratio of 0.00007 percent. Deroyal will continue to monitor post-market feedback and will recognize in the future if a trend develops. The investigation is complete at this time. If new and critical information becomes available, this report will be updated.

Event description:
The blade was loose, not secured inside the scalpel.